Event description:
It was reported that during a da vinci si procedure, the user facility identified a broken wire on the precise bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not confirm the reported broken wire complaint. Electrical continuity testing passed. An observation not reported by the customer was main tube damage. The distal end of the main tube had various scratch marks showing light material. Scratches were short in length and were not axially aligned with the tube. No other damage was found. Evidence not conclusive, but main tube damage may be due to mishandling. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during analysis if to reoccur could cause or contribute to an adverse event.